Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® volux¿ xc and juvéderm® voluma¿ xc. Five months later, after undergoing dental work, including a root canal, the patient developed swelling and a possible infections in the area where the dental work was performed. Two weeks later, the area became tender. The patient was treated with antibiotics. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr-46248). This MDR is being submitted for the first suspect product, juvéderm® volux¿ xc.